Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: myomectomy nuclear surgery. Event description: cannula fragmentation. Report from the sales rep. During the suture operation the needle caught in the trocar, and when detached part of the trocar was broken and dropped into the abdominal cavity. After that the customer searched the abdominal cavity, but no broken piece was found. Initial investigation report: the event unit was returned to us and visually inspected. The cannula tip was fractured and cracked (pic.1).the fragment was not returned to us. The unit will be returned to amr for further evaluation. Patient status: no patient injury.

Event description:
Procedure performed: myomectomy nuclear surgery. Event description: cannula fragmentation. Report from the sales rep. During the suture operation the needle caught in the trocar, and when detached part of the trocar was broken and dropped into the abdominal cavity. After that the customer searched the abdominal cavity, but no broken piece was found. Initial investigation report: the event unit was returned to us and visually inspected. The cannula tip was fractured and cracked (pic.1).the fragment was not returned to us. The unit will be returned to amr for further evaluation. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fragmented cannula tip. Based on the description of the event, it is likely the reported event was caused by an instrument or object that came in contact with the cannula tip during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.